Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the insertion site is confirmed and appears to be related to the use of the device. One 5 fr dl powerpicc solo catheter was returned for investigation. Use residue was present within the device. The catheter extended up to the 43 cm depth marker. A handwritten note was returned with lot:recz1429, exp: 4/30/20, and date of occurence: (B)(6) 2019. Infusion caps were attached on both hubs. A longitudinal split extending from the 0 cm to the 1 cm depth marker was observed. The sample was flushed with water using a 12 ml syringe and water was observed to leak from the split. Microscopic observation of the split surfaces revealed it to be granular. The length of the split was straight. The damage is consistent with the catheter being pinched. The event description indicates that a securacath device was used at the location of the split. Based on the description of the reported event and damage present on the catheter, the complaint is confirmed and the damage appears to be caused by the securement device used. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided by the complainant was found to be inconsistent with the alleged product.

Event description:
It was reported bedside nurse reported leakage at the insertion site under the dressing. It was stated PICC line was secured with securacath between 1 and 2 cm, exactly where the rupture occurred.